Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient was on impella 5.5 support. While on support, the automated impella controller (aic) displayed a controller error alarm and loss of placement signal. Both were temporary. No patient harm has been reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) and aic - loss of opm data has been completed. The console log confirmed the reported failure mode given there was a controller error alarm. Real time logs confirmed that all signals received from optical bench were represented due to the error. The controller error and loss of placement signal was due to an optical bench communication protocol anomaly, resulting in misalignment of data communication packets received. The aic software operated as designed. The root cause of the ¿controller error (opm comm crc invalid) [optical pump connected] - alarm issued (i.e. Aic - loss of opm data)¿ was determined to be a firmware issue. D.4 unique identifier (UDI) # was revised as it was entered incorrectly on the initial manufacturer device report number.